Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer managed to push all the insulin from the reservoir into themselves. Customer's blood glucose level went down to 2.1 mmol/l. The customer treated their low blood glucose level with food. The customer was taken to the hospital and was treated with saline drip. The customer's blood glucose level would not go above 4 mmol/l. The device was not returned.